Manufacturer narrative:
Per the customer, qc was within the customer's established range prior to and after this incident. The patient's sample was sent to customer product line support (cpls) for interferent testing. Results are still pending to date. Service was not dispatched for this event. No root cause could be determined to date for this event.

Manufacturer narrative:
Customer product line support (cpls) stated that cortisol and hydrocortisol are labeled as the same molecule. Since hydrocortisol is the same molecule as cortisol, there would be no cross reactivity and/or interference. Based on the information gathered, the MDR is classified as user error and not a malfunction.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining a higher than expected cortisol result for one patient's sample that was generated by the unicel dxi 800 access immunoassay system. Subsequent samples from this patient resulted similarly above the normal reference range. The erroneous result was reported outside the laboratory. It is unknown if there was any change to patient treatment attributed or connected with this event.